Event description:
It was reported that "tuohy needle grip: the wings are smaller than expected and do not ensure a secure and stable grip during handling." No patient harm or injury reported. The patient's status is reported as "fine."

Manufacturer narrative:
(B)(4).